Event description:
In 2001, the user facility's or materials informed the MFR's sales rep of the following: physician tried placing introducer and tip frayed. Opened second kit, introducer sheath split when physician began peeling apart.